Event description:
A customer reported to baxter that the transfer set and the titanium adaptor had a loose connection. There was patient involvement. But no patient injury or medical intervention was reported at the time of the event.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a connection issue in a transfer set was not confirmed and the root cause could not be identified. One used set with original cap on dark blue connector and no cap on patient connector was received for evaluation. The titanium adaptor was tightened in a lab without difficulty and placed white cap on dark blue connector for pressure test underwater with no leak noted. Functionally tested set underwater at 8 psi with clear-passage noted. During visual inspection no abnormalities were noted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.